Event description:
An implantable cardiac defibrillator (ICD) save to disk was received to the manufacturer, analyzed and subsequently tested out of specification. The patient received multiple shocks for persistent ventricular tachycardia and ventricular fibrillation and eventually died. The physician wanted the device to be interrogated for routine post mortem check. Per the paper work, the date of death is thirteen months post implant. No cause of death was received; however, follow up revealed the patient died of ventricular fibrillation, there were no allegations of a device malfunction, and the patient was in the intensive care unit leading up to the death.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was battery depletion indicated (B)(6) 2012 device recommended replacement time less than 2.6251 volt, device reached end of service, charge time greater than 16 sec. The last battery measurement was 2.5381 v on (B)(6) 2012 15:03:28 (after death). There was a charge circuit problem (tachy) and one patient alert for charge circuit timeout on (B)(6) 2012 11:50:49 (right before the time of death). A patient alert for excessive charge time on (B)(6) 2012 12:06:40. There was a ventricular short interval count v-sic equal to 268.4 counts avg/day, in 1.55 days, between (B)(6) 2012 01:53:44 and (B)(6) 2012 15:05:58. There were nine ventricular nst<=210 ms on (B)(6) 2012 in the timeframe between 11:28:34 and 15:01:02. There were 28 vf less than 210 ms average v-cycle on (B)(6) 2012 in the timeframe between 09:57:55 and 14:44:27. Further note that the patient was pronounced on (B)(6) 2012 at 1200 and died of persistent vf. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.